Manufacturer narrative:
The subject device was returned to olympus for evaluation. The cutting (knife) wire was confirmed to be broken. The coated portion of the cutting wire was torn, and the broken portion was scorched and melted. The outer diameter of the cutting wire was measured and no abnormalities were observed. The length of the coated portion of the cutting wire, and the cutting wire itself, presented no abnormalities. There were no missing parts in the subject device. No abnormalities were found that could have led to the breakage of the knife wire. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the cutting wire was broken due to the following. However, a definitive root cause of the reported event could not be determined. The cutting wire at a torn area of the coated portion came into contact with the distal end of the endoscope while the forceps elevator was raised. The output was activated in state of ¿1¿ description, and the cutting wire became hot instantly. This caused the cutting wire to break. The tear of the coated portion of the cutting wire likely occurred due to the following. The forceps elevator of the endoscope was raised. When the cutting wire deflects, the coated portion of the cutting wire and the metal part of the distal end of the endoscope come into contact. In state of description ¿2¿, the cutting wire was moved back and forth. This caused the coated portion of the cutting wire to tear. The slider was pushed more than needed. This caused the cutting wire to deflect. Avoiding the above situations will prevent the cutting wire from breaking. The instruction manual provides the following information: "since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. When inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. If you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during a therapeutic duodenal papillotomy procedure, the knife wire broke when the device was energized. Another device of the same model was used to complete the procedure. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide the electrosurgical unit that was in use at the time of the event to section d10: concomitant medical products.

Manufacturer narrative:
Corrected field: field h6 (investigation conclusions) on the initial report (MFR# 8010047 2022 09016) was corrected to reflect code 4307. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.